Manufacturer narrative:
(B)(4).

Event description:
The pt was wheelchair-bound and could not walk but could normally transfer himself from his chair to another chair. The pt became weaker and was not able to perform the transfer. The pt's spasticity had not increased. On (B)(6) 2010, the pump began "vibrating" intermittently. The pump would vibrate "a couple minutes," stop, then restart vibrating. On (B)(6) 2011, the pt thought he heard "two beeps." On (B)(6) 2011, the pt was at home and his status was "fair." The pump medication was not reported. Additional info has been requested, but was not available as of the date of this report.